Manufacturer narrative:
Received one used drainage catheter.as received, the customer only returned the hub for evaluation. The hub was broken/cracked when received and pieces of the hub were missing. Drainage catheters are a purchased device from supplier freudenberg medical. Freudenberg was notified via scar004149 for evaluation. As per the attached scar004149 results from freudenberg medical, one 8f sample was returned for evaluation. The knob was in the locked position. The knob was unlocked and locked again. During the locking the audible "click" was heard on the sample. The hub body has a large crack through the luer fitting. The knob was removed, and the hub body was broken in several places. The edge of the broken pieces were not sharp as would be expected from this type of failure on a plastic component. The edges of the broken pieces were smooth which indicates that a foreign material/chemical caused the caustic reaction. All dimensional analysis could not be taken due to the condition of the part. A failure mode cannot be determined labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." Labeling review: directions for use (dfu) aw1005142-01 states the following: caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
An end user reported that a patient presented to interventional radiology with an exodus 8fr multipurpose drainage catheter that had a broken hub, 3 days after initial placement. The drainage catheter was ultimately removed and replaced and there was no report of patient harm or adverse event by the end user. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.